Manufacturer narrative:
Correction: section h6 - investigation conclusion code should have been "4307 - cause traced to component failure" instead of " 4315 - cause not established".

Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in two pieces; the connector portion (a) measured 13.8 cm and the distal portion (b) measured 46.0 cm. Visual examination found an external outer insulation abrasion exposing the outer coil caused by friction to the device can noted at 43.3 cm to 43.6 cm from the distal tip, on the distal portion (b) of the lead proximal from the suture tie impression.

Event description:
This report is to advise of an event observed during analysis.